Event description:
Error displayed on myocardial protection system (mps) console(cardioplegia solution control)arresting agent occluded x3.====================== manufacturer response for myocardial protection system (mps) delivery set, mps delivery set======================we trouble shooted the device with technical support of manufacturer on the phone. They determined it was a device incident. They said it was an isolated incident and I could use product from the same lot number.